Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient has been struggling speech difficulties and trouble walking while stimulation is turned on. The patient stated that they turn off their implantable neurostimulator (ins) every night. They added that the day before this report when they turned on their device, they felt their knees buckle.

Manufacturer narrative:
Upon further review, it was determined that (B)(4) no longer applies as (B)(4) is more appropriate. Additionally, (B)(4) were added.

Event description:
Additional information was received from a patient. It was reported that the patient experienced a loss of stimulation. It was also reported that the patient saw their health care provider (hcp) and had their settings adjusted. The patient stated that there seems to be a trade off because they cannot seem to control his tremors, speech, and walking at the same time. The patient uses two settings, one for eating and for doing things that require steadiness, and one for walking, talking, and "things like that"; the patient does not get "as steady as he would like". When inquired about the date of onset of the previously reported issues, it was stated that it was possibly since implant, but the patient was unsure. The patient confirmed they will follow-up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.